Event description:
(B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button was intermittently responsive and required multiple button presses in order to elicit a response. The keypad was reportedly intact but the keypad symbols were worn off. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. The reporter confirmed that the pump was programmed correctly. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.